Event description:
It was further reported that target was 16.0 mm in length and residual stenosis was 0% after implantation. Per interventional catheterization report, the single taxus stent covered both the 95% and the 60% lesions of the lad. During the procedure, balloon agioplasty was also performed to the ostial 1st diagonal through the struts of the previously placed lad stent. The 99% stenosis was reduced to 40%, but there was some intimal dissection. Final angiography showed timi grade 3 flow in the area, and no further intervention was performed. Post arrive 2 procedure, the pt developed new-onset atria fibrillation. He returned to the catheterization lab, one day post index procedure, and underwent elective electrical cardioversion (x2) to normal sinus rhythm. There was no irregularity in the proximal lad at the site of prior stenting. Mild dissection of the ostial 1st diagonal was noted. The pt was admitted to a non-enrolling hosp with complaints of malaise and nausea secondary to hyponatremia (serum sodium level 118 meq/l), 181 days post index procedure. The pt had been taking laxatives for mild abdominal distress with resultant diarrhea. Subsequent hyponatremia was thought to be caused by a combination of diuretic therapy, syndrome of inappropriate antidiuretic hormone secretion (siadh) from treatment with diovan, and diarrhea. The pt was treated with gentle sodium correction using limited amounts of intravenous hypertonic saline solution. The pt was discharged to the medica unit of the independent-living facility wher he resisted with his wife, 185 days post index procedure. The pt expired 186 days post index procedure. An autopsy was not performed. The death certificate notes cause of death as "atherosclerotic cardiovascular disease." In the opinion of the dr there was an u nk relationship between the target vessel and the death.

Event description:
Clinical study same patient as MDR 6000093-2005-00174. It was reported that 186 days after a coronary artery drug eluting stenting procedure the patient expired. The index procedure treated one target lesion. Target lesion 1 was a 2.5 mm vessel diameter, 95% stenosed bifurcated region of the proximal left anterior descending artery (lad). The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x20 mm (lot 6985208) drug eluting stent. The drug eluting stent was post dilated after deployment. A side branch event was noted as a non occlusive dissection of the 1st diagonal artery. The 1st diagonal artery was predilated and post dilated, but was not stented. The patient was discharged from the hospital five days post index procedure receiving asa, and plavix. The site reported that the patient expired 186 days post index procedure. The cause of death was reported to be cardiovascular collapse.